Event description:
During a supraventricular tachycardia ablation procedure, a cardiac perforation occurred which required surgery to stabilize the patient. While ablating with settings of 50 watts, 60 degrees, and 60 seconds, before completion of the lesion, there was a sharp temperature rise followed by an audible "pop" sound. A drop in blood pressure was noted. Under transesophageal echocardiogram (tee) visualization, a large amount of bubbles were seen and an effusion was noted. Surgery was performed to repair the perforation and stabilize the patient. The physician believes the device functioned appropriately, and the steam pop and complication was not a reflection of product malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.